Event description:
The generator and lead were received back to the manufacturer for product analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. An open can measurement of the battery voltage confirmed that the battery was ¿depleted¿. The low battery voltage condition was the result of normal, expected battery depletion. There were no performance or any other type of adverse conditions found with the pulse generator. The lead assembly was returned for analysis of a lead fracture. The reported lead fracture was not verified within the returned lead portions. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No other relevant information has been received to date.

Event description:
The patient was referred for a generator replacement due to battery depletion. During the replacement surgery, the surgeon observed a lead fracture; and therefore, the surgeon decided to replace the lead as well. The surgeon mentioned that they were not sure if the lead fracture was already present or if they had caused the lead fracture. As the device could not be interrogated for almost 4 years prior to the most recent surgery due generator battery depletion, diagnostics could not be confirmed on the vns system to check if high lead impedance was present prior to surgery. The patient's internal programming history was reviewed, an the impedance was found to be within normal limits for all available data. The explanted product has not been received to date. No known surgical intervention has occurred to date.